Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display was blank; however, the pump had audible tones. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display issue remained unresolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2014 with the following findings: on investigation, the display screen was blank when the pump powered on. The audio tones and vibratory function were operational. The pump was opened for investigation and revealed a cracked display screen. Unrelated to the original complaint, the audio bolus button cover was found to have a hole in it. On testing, the audio bolus button was functional. Also unrelated to the original complaint, the battery compartment was noted to be cracked below the finger pad down to the primary seal.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.